Event description:
It was reported that the patient had a massive upper and lower gastrointestinal (gi) hemorrhage on (B)(6) 2024 that was promoted by pre-existing lesions or diseases. Gastric ulcer and edematous lesions in the recto anal area were observed as sources of bleeding. The patient was admitted on (B)(6) 2024 for arrhythmia and hemorrhage. The patient experienced sustained ventricular arrhythmia requiring defibrillation or cardioversion. The patient received less than 4 units of red blood cell concentrate transfused per 24 hours. They were on warfarin and aspirin at the time of the event. The patient was treated with medication and an invasive surgical procedure for cystic fibrosis (cf) and gastrointestinal foreign (gif) object removal. The patient was discharged on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. No further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook, are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia and bleeding, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. This section (under ¿anticoagulation¿) also provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.